Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that bd maxzero trifuse was on pt's left arm PICC line, this line is used for lab draws and we have been instructed to take the trifuse off and draw through line , pt has had multiple disconnections for lab draws and at 1600 draw was placed back on PICC and went on fine and when pt moved arm the trifuse popped off butt hub was still attached to the PICC line

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the male luer separated. Two samples model mz9266 were returned for investigation. The sets were examined for defects and abnormalities. One sample the male luer was cracked and separated from the set. The other the male luer had cracks but was not separated from the set. No defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. The assembly process was thoroughly reviewed and found no evidence indicating this issue stems from an assembly-related factor. Review of device history records confirmed that no issues were identified during the manufacturing of the provided lots. Additionally, no non-conformance material reports were filed during the locknuts¿ manufacture period concerning this issue. An investigation into the maintenance work order history around the time of manufacturing revealed that no maintenance activities were related to or caused the reported issue. The most probable root cause of the luer cracking is due to the alcohol from the antiseptic swab.

Event description:
No additional information.